Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In 2016, the patient experienced abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), back pain ("severe back pain"), menorrhagia ("excessive menstrual cycles"), pain ("pain in left side of the body"), hypersensitivity ("allergic reaction") and weight increased ("weight gain"). The patient was treated with ibuprofen and surgery (bilateral salpingectomies and/or hysterectomy to remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, abdominal pain lower, back pain, menorrhagia, dysmenorrhoea, fatigue, hypersensitivity and weight increased outcome was unknown and the pelvic pain and pain had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, fatigue, hypersensitivity, menorrhagia, pain, pelvic pain and weight increased to be related to essure. The reporter commented: she had left side body pain and it was all the time - it never stopped until they removed the implant essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 17-oct-2018: pfs received - new event "dysmenorrhea (cramping), weight gain, lower abdominal pain, pelvic pain, pain in left side of the body" were added. Product implant and explant date was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6), the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), fatigue ("fatigue"), back pain ("severe back pain") and menorrhagia ("excessive menstrual cycles"). The patient was treated with surgery (bilateral salpingectomies and/or hysterectomy to remove the essure device). Essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain, hypersensitivity, fatigue, back pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, back pain, fatigue, hypersensitivity and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes . Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), back pain ("severe back pain"), heavy menstrual bleeding ("excessive menstrual cycles"), pain ("pain in left side of the body") and hypersensitivity ("allergic reaction") and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen and surgery (bilateral salpingectomies and/or hysterectomy to remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, abdominal pain lower, back pain, heavy menstrual bleeding, dysmenorrhoea, fatigue, hypersensitivity and weight increased outcome was unknown and the pelvic pain and pain had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, fatigue, heavy menstrual bleeding, hypersensitivity, pain, pelvic pain and weight increased to be related to essure. The reporter commented: she had left side body pain and it was all the time - it never stopped until they removed the implant essure. As per mr, discrepancy noted in date of removal: (B)(6) 2017. Details: left: 2 coils. Right: 1 coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: results: confirming full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information and rcc were added. Date of insertion were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of abdominal pain ('severe abdominal pain'). In a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included: obesity. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), back pain ("severe back pain"), heavy menstrual bleeding ("excessive menstrual cycles"), pain ("pain in left side of the body") and hypersensitivity ("allergic reaction"). And was found to have weight increased ("weight gain"). The patient was treated with ibuprofen and surgery (bilateral salpingectomies and/or hysterectomy, to remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, abdominal pain lower, back pain, heavy menstrual bleeding, dysmenorrhoea, fatigue, hypersensitivity and weight increased outcome was unknown. And the pelvic pain and pain had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, fatigue, heavy menstrual bleeding, hypersensitivity, pain, pelvic pain and weight increased to be related to essure. The reporter commented: she had left side body pain. And it was all the time. It never stopped until they removed the implant essure. As per mr, discrepancy noted, in date of removal: (B)(6) 2017. Details: left: 2 coils, right: 1 coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 34.7 kg/sqm. Hysterosalpingogram: on (B)(6) 2013, results: confirming full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed, in patient¿s medical records: pelvic pain. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-jul-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.